Event description:
Orig. Surg. 1998. Allegedly head and liner revised. Pt also had perfecta(r) imc stem in and 52cm transcend(r) cup with one screw. Ceramic head fractured. Additional information requested 8/2005.